Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical evaluation could be performed. As a result, the reported device performance allegation could not be confirmed. Additional information later received from the customer indicated that the fiber showed no signs of physical damage and that the patient remained stable following the procedure. Since there is no reportable allegation against the device itself and no serious injury occurred, boston scientific no longer considers this to be a reportable event. Based on the information available, the cause that contributed to the reported event could not be established. A3: gender added

Event description:
It was reported that during daily inspection, it was found that the energy was weak. It was also reported that a fiber was involved, which broke due to the inspection scope. Additional information later received from the customer stated that prior to the procedure, it was found that there was no physical damage to the fiber. However, burn marks were observed on the tip of the fiber. The patient was stable following the event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical evaluation could be performed. As a result, the reported device performance allegation could not be confirmed. Additional information later received from the customer indicated that the fiber showed no signs of physical damage and that the patient remained stable following the procedure. Since there is no reportable allegation against the device itself and no serious injury occurred, boston scientific no longer considers this to be a reportable event. Based on the information available, the cause that contributed to the reported event could not be established.

Event description:
It was reported that during daily inspection, it was found that the energy was weak. It was also reported that a fiber was involved, which broke due to the inspection scope. Additional information later received from the customer stated that prior to the procedure, it was found that there was no physical damage to the fiber. However, burn marks were observed on the tip of the fiber. The patient was stable following the event.

Event description:
It was reported that during the daily inspection, it was found that the energy was weak it was also reported that a fiber was involved, which broke due to the inspection scope.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.